Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to treatment of pph using a bakri tamponade balloon catheter, the balloon was found leaking during testing. When the inflation volume reached 30ml, leakage through a pinhole was noted. The patient experienced 800ml of blood loss prior to the difficulty with the device and 300ml afterward. The procedure was completed by using another new device. No adverse effects were reported related to the alleged malfunction.

Manufacturer narrative:
Event summary: as reported, prior to treatment of pph using a bakri tamponade balloon catheter, the balloon was found leaking during testing. When the inflation volume reached 30ml, leakage through a pinhole was noted. The patient experienced 800ml of blood loss prior to the difficulty with the device and 300ml afterward. The procedure was completed by using another new device. No adverse effects were reported related to the alleged malfunction. Investigation evaluation: reviews of the complaint history, device history record, instructions for use, specifications, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One bakri postpartum balloon catheter was returned for investigation in a prior to use condition. The stopcock was attached to the inflation line. A function test was performed by inflating the balloon with tap water. A leak was confirmed in the balloon. Under magnification, track marks from an unknown instrument were visible on the balloon material. One of the track marks punctured through the balloon, causing it to leak. A document-based investigation evaluation was also performed. No related non-conformances were recorded. One additional complaint was received from the product lot, reported in manufacturer report # 1820334-2020-02056, for an unrelated issue. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device specifications or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is packaged with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information available, cook has concluded that the most probable cause of the device puncture could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.